Event description:
Rn accidently used the connector to the lp evd drain instead of IV tubing connector to infuse dilaudid for pain. Pt remained stable and was observed in the ICU overnight, no adverse outcome.